Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. Oversensing of noise was also seen on the shock electrogram. Boston scientific technical services provided troubleshooting options to the field. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. Oversensing of noise was also seen on the shock electrogram. Boston scientific technical services provided troubleshooting options to the field. The rv lead remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back in for system testing. X-ray imaging did not show any anomalies, and no noise could be reproduced with various provocative maneuvers. The system was reprogrammed and remains in service. No adverse patient effects were reported.